Event description:
Patient had pump refilled at health care facility while out-of-state. 2 days later she was brought to the ER unconscious due to possible overdose. Patient was given narcan and resuscitated, then experienced renal failure due to decreased blood pressure during event. Patient's physician in home state had no reason to believe that the device failed in anyway as it had worked well for patient previously. Patient had undergone surgery three months previously for repair of meningocele, after which she was able to reduce her daily dosage of morphine from 9mg/day to between 1-3mg/day. Physician also noted that patient's meningocele had returned and that patient was scheduled to have a second repair performed in the near future. Physician stated that this condition could have contributed to the patient's event as well since the menigocele can act as a collection site for the drug, and then deliver a "bolus" when a leak in the menigocele occurs. The patient has since moved to reside with a relative in another state and has been lost to the physician's follow-up.